Manufacturer narrative:
Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon asked to have the oxford spherical mill changed as it was not performing to his standards. Finished surgery with the mill, no harm to patient.

Event description:
It was reported that surgeon asked to have the oxford spherical mill changed as it was not performing to his standards. Surgeon finished the surgery with the mill. No harm to the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3 - report source, foreign - event occurred in (B)(6). The complaint is reopened, as the product has been returned to zimmer biomet for investigation. A review of the complaints database for 3 years prior to the notification date and up to and including 24 april 2020 has found one similar reported complaint within the reported category of other for item number (B)(4). Risk assessment: risk management report oxf cemented rmr documents the estimated residual risk associated with the reported event. Line 3.2.1.7 of risk file oxf cemented instruments relates to the reported event: improper design: the cutting tool does not perform the cutting process efficiently/not sharp enough this line has a maximum severity score of 2: minor which is defined in the applicable ukp003 as: illness or injury that does not require prescribed medical or surgical interventions. The reported event states that the surgeon asked to have the oxford spherical mill changed as it was not performing to his standards. Finished surgery with the mill, no harm to patient. The reported event has been assessed for severity of harm. No harm has been reported to a patient or health care professional, therefore, this gives a severity level of 1-negligible as per applicable ukp003. Visual inspection: visual inspection confirmed rake face chipping which confirms the reported event. The instruments also show signs of general wear and tear from use. Water marks and corrosion are also observed. The spherical cutter has been in the field for approximately 16 years. The cutter was manufactured by eurocut sometime in 2004 (indicated by the start of the lot # being e4). A memo from orchid orthopedic solutions sheffield ltd confirms that manufacturing records from eurocut are not available pre may 2008. Conclusion: complaints continue to be monitored through trending and pms reviews. The outcome of this complaint is within the severity of the rmr. The underlying causes of the problem is likely to be general wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
Oxford spherical mill has functional issue.